Event description:
Philips received a complaint on the philips xl defibrillator indicating that the device's battery was failing. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a battery failure. Details provided in an email response indicate that the customer was provided a quote for repair but, decided to not accept it. No repairs were performed. It has been concluded that no further action is required at this time.